Manufacturer narrative:
In order to duplicate the defect on a sample of the same part number, excessive bending was required. We are attempting to receive the sample from the customer to complete a conclusive investigation to determine the root cause of the defect reported by the customer. A follow-up will be sent once more details are known.

Event description:
Customer reported: the co-axial needle was used with the supercore biopsy needle. After performing the biopsy without any problem, they tried to pull the co-axial needle and felt friction with pulling it. They kept pulling the needle and it broke at 2cm from the distal end. The distal end remained in the left chest wall of the pt. The end was removed by surgical doctor. The pt's condition is stable. To prevent aerothorax, a syringe filled with blood was connected to the co-axial needle and injecting blood in tract while pulling the needle out of the body.